Manufacturer narrative:
(B)(4).

Event description:
The customer reported that, during patient use, the 840 ventilator's touchscreen was unresponsive. The patient was not harmed or injured as a result of the event. Customer to replace the touchframe. Covidien not authorized to complete repair.